Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon noticed monopolar curved scissors would no longer open or close fully on use. The instrument was then safely removed and upon removal the nursing staff noticed the wire was visibly snapped. No material has fallen into the patient. The instrument was then replaced with a new one. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.